Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Device received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm when the customer was trying to administer a bolus. Customer's blood glucose was 135 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.